Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the accidental failure of the emergency lamp, because only less than two years had passed from the subject device had been manufactured.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that in unspecified timing, it was found that there was failure of the emergency lamp indicator such as the lamp didn¿t light up or was blinked. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated which was the emergency lamp did not light up and the emergency lamp indicator blinked. There was no patient injury associated with this report.